Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm. The pt had excessive vessel taper and the aorta was severely tortuous near the left renal artery. An aortic extender component was implanted and ballooned with a coda balloon. An angiogram performed revealed an aortic rupture near the renal artery. The pt was converted to open repair where all gore excluder aaa endoprostheses were explanted and discarded. The pt tolerated the procedure.